Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white plastic connector at the distal end of the tubing (where it connects to the port of the tpn bag) of one (1) of em2400 valve set came off upon receipt. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between april 16, 2019 - april 22, 2019. The actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with the connector remained attached to the tubing and the tpn bag connector. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.